Event description:
A customer reported that during a procedure, the "vitrectomy was not working; damaged handpiece." The customer indicated the issue was fixed manually without the handpiece. The case was completed following a delay. There was no pt harm reported. Additional info has been requested.

Manufacturer narrative:
A company representative examined the product and confirmed that the vitrectomy handpiece could not be recognized by the system. Further inspection revealed that one of the pins in the connector was missing. The system, however, was verified to be functional. A review of complaints for the last 24 months did not indicate any additional similar reports for this product. The root cause of the reported event was attributed to a missing pin in the vitrectomy handpiece. (B)(4).